Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device : location of device - fallopian tubes/one of the essure devices had been migrated through one of fallopian tube higher than where is was supposed to be and through the outer side of tube"), pelvic pain ("severe pelvic pain") and cholecystectomy ("gastrointestinal or digestive system condition : gall bladder removed") in a 41-year-old female patient who had essure (batch no. 1016857, b27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2003 to (B)(6) 2013 and depo provera from 2002 to 2003. Concurrent conditions included menopausal symptoms, foreign body in uterus, any part since (B)(6) 2016, gastric ulcer, hyperthyroidism, irregular menstrual cycle, cervix inflammation, atrophy ovary, neoplasm malignant and morbid obesity. Concomitant products included dozol (tylenol [diphenhydramine hydrochloride,paracetamol]) for pelvic pain, diphenhydramine hydrochloride (benadryl) for rash and itching as well as ibuprofen from 2013 to 2016 and tramadol since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced mood swings ("mood swings"), the first episode of memory impairment ("forgetfulness"), anxiety ("anxiety") and emotional disorder ("psychological or psychiatric problems : emotional"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain/loss : gain 60 lbs"). On (B)(6) 2013, the patient experienced the second episode of memory impairment ("forgetfulness"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth") and asthenia ("no energy to work out"). On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: rashes") and pruritus ("itching"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), menorrhagia ("heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), allergy to metals ("allergic or hypersensitivity reaction type: 14k solid gold jewelry, skin touching jewelry would turn black") and skin discolouration ("skin turning black"). The patient was treated with lorazepam, surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, cholecystectomy, dysmenorrhoea, menstrual disorder, dysgeusia, mood swings, headache, rash, pruritus, alopecia, fatigue, the last episode of memory impairment, asthenia, emotional disorder and skin discolouration outcome was unknown, the abdominal pain, abdominal pain lower, back pain, menorrhagia, vaginal haemorrhage and allergy to metals had resolved and the migraine, anxiety and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, asthenia, back pain, cholecystectomy, dysgeusia, dysmenorrhoea, emotional disorder, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pruritus, rash, skin discolouration, vaginal haemorrhage, weight increased, the first episode of memory impairment and the second episode of memory impairment to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a total hysterectomy and, bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, plaintiff´s symptoms have mostly resolved, though some remain. Date of removal was updated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion on 2014, colonoscopy and endoscopy were done. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, weight gain, fatigue, anxiety, migraine, headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received : new events forgetfulness, no energy to work out, abnormal bleeding (vaginal), gastrointestinal or digestive system condition : gall bladder removed, allergic or hypersensitivity reaction - skin touching jewellery would turn black, migration of essure device : location of device - fallopian tubes, psychological or psychiatric problems : emotional were added. Lot number was added. Event outcomes were added. Patient's demographics were added. Reporter information was added. Reported indication was updated. Onset dated were added. Concomitant conditions and medications were added. Historical and treatment drugs were added. Lab data was added and updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device : location of device - fallopian tubes/one of the essure devices had been migrated through one of fallopian tube higher than where is was supposed to be and through the outer side of tube"), pelvic pain ("severe pelvic pain") and cholecystectomy ("gastrointestinal or digestive system condition : gall bladder removed") in a 41-year-old female patient who had essure (batch no. 1016857-inv, b27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2003 to (B)(6) 2013 and depo provera from 2002 to 2003. Concurrent conditions included menopausal symptoms, foreign body in uterus, any part since (B)(6) 2016, gastric ulcer, hyperthyroidism, irregular menstrual cycle, cervix inflammation, atrophy ovary, neoplasm malignant and morbid obesity. Concomitant products included solpadeine (tylenol with codein #3) for pelvic pain, diphenhydramine hydrochloride (benadryl) for rash and itching as well as ibuprofen from 2013 to 2016 and tramadol since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 9 days after insertion of essure, the patient experienced mood swings ("mood swings"), the first episode of memory impairment ("forgetfulness"), anxiety ("anxiety") and emotional disorder ("psychological or psychiatric problems : emotional"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain/loss : gain 60 lbs"). On (B)(6) 2013, the patient experienced the second episode of memory impairment ("forgetfulness"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth") and asthenia ("no energy to work out"). On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: rashes") and pruritus ("itching"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), menorrhagia ("heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dermatitis contact ("allergic or hypersensitivity reaction type: 14k solid gold jewelry, skin touching jewelry would turn black") and skin discolouration ("skin turning black"). The patient was treated with lorazepam, surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, cholecystectomy, dysmenorrhoea, menstrual disorder, dysgeusia, mood swings, headache, rash, pruritus, alopecia, fatigue, the last episode of memory impairment, asthenia, emotional disorder and skin discolouration outcome was unknown, the abdominal pain, abdominal pain lower, back pain, menorrhagia, vaginal haemorrhage and dermatitis contact had resolved and the migraine, anxiety and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, back pain, cholecystectomy, dermatitis contact, dysgeusia, dysmenorrhoea, emotional disorder, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pruritus, rash, skin discolouration, vaginal haemorrhage, weight increased, the first episode of memory impairment and the second episode of memory impairment to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a total hysterectomy and, bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, plaintiff´s symptoms have mostly resolved, though some remain. Date of removal was updated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion . On 2014, colonoscopy and endoscopy were done. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, weight gain, fatigue, anxiety, migraine, headache. Lot number: b27986 man date: 2013-04 exp date: 2016-04 . Lot number: 1016857 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), menorrhagia ("heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings"), memory impairment ("forgetfulness"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, menstrual disorder, dysgeusia, mood swings, memory impairment, migraine, headache, anxiety, rash, pruritus, alopecia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dysgeusia, dysmenorrhoea, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pruritus, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a total hysterectomy and, bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, plaintiff´s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: full occlusion fallopian tubes incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.